Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care provider (hcp) via a representative regarding a patient in canada who was receiving hydromorphone 2mg/ml at a dose of 2.5 mg/day via an implantable pump. A motor stall was seen at the initial interrogation and review of pump logs on (B)(6)-2015. The patient did not have a recent magnetic resonance imaging (MRI) scan. While checking the logs, the health care provider noted the patient had a motor stall that was "unrelated to the therapy" and discovered the intermittent stalls and recoveries. The hcp reported the intermittent stalls and recoveries were not due to an MRI or magnets and the exact event date and cause were not known. However, it was later reported that some stalls were related to an MRI but several others were not and were unexplained. The patient had not felt good, felt tired and drained, but still had pain control. At the time of the report the patient's status was reported as alive-no injury. The pump had not been implanted long, 18 months, and the representative was to review information about the pump replacement with the hcp. It was later reported that the pump explant and replacement was planned for (B)(6)-2015. The product status was reported as implanted but out-of-service. The issue was not resolved at the time of the report. The patient's medical history and concomitant medications were not obtainable. Additional information was requested to clarify details of the reported stalls and pump logs. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
The printout noted the pump was delivering hydromorphine 10 mg/ml at a minimum rate of 0.061 mg/day and noted motor stalls and recoveries. Analysis revealed a non-significant anomaly to which the pump motor had o-ring wear.

Event description:
On 2015-12-30 additional information was received from the representative who reported that the all that is reported is that there were stalls in the logs, which were not caused by known MRI events reportedly there was "nothing" about "unrelated to therapy". It was later clarified that the patient had an MRI unrelated to the therapy, rather than the previously reported "motor stall that was unrelated to the therapy". There was no information pertaining to recovery time, presence of any error messages as the logs were not obtained at this time. However, the representative reported he would send once obtained to gain further insight to the recorded events. The pump was explanted the exact location of the pump at this time was not known. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
On (B)(6) 2016 additional information was received from the health care provider that this pump implant date was now reported as (B)(6) 2014. When the logs were checked for routine post an MRI it was noted the pump was stalling and recovering on its own. The female patient was not affected, no injury or death, as a result of the pump stalls. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.